Manufacturer narrative:
The returned meter was measured with the retention test strips #657793-10 in comparison to the current test strip master lot. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Marcumar donor 1 hematocrit = 36 %; marcumar donor 2 hematocrit = 38 %. Testing results: marcumar donor 1 with master lot strips on reference meter = 2.0 inr. Marcumar donor 1 with retention test strips on customer meter = 2.0 inr. Marcumar donor 2 with master lot strips on reference meter = 2.8 inr. Marcumar donor 2 with retention test strips on reference meter = 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Test strip lot 65779312 was received for investigation. The returned test strips were measured in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and the returned customer meter were used. Marcumar donor 1 hematocrit = 43 %. Marcumar donor 2 hematocrit = 47 %. Testing results: marcumar donor 1 with master lot strips on reference meter = 2.0 inr. Marcumar donor 1 with returned customer test strips on customer meter = 1.9 inr. Marcumar donor 2 with master lot strips on reference meter = 2.7 inr. Marcumar donor 2 with returned customer test strips on reference meter = 2.6 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Section d9 was updated.

Event description:
There was an allegation of discrepant inr results with coaguchek inrange meter serial number (B)(4). At 17:48 on (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 5.3 inr. At 17:51 on (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 3.7 inr. The patient's therapeutic range is 1.9 - 2.9 inr.

Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.